Event description:
On (B)(6) 2010, a (B)(6) male with a history of coronary artery bypass graft surgery (CABG) in 2006 had "orif sternal non-union repair of epigastric hernia." Other tissue used in the surgery was sternum plates and acellular dermis. The pt developed symptoms of an infection around (B)(6) 2010, and was re-admitted to the hospital on (B)(6) 2010. He was treated with antibiotics (unk type). The wound site is described as "unstable sternum induration and everything at xyphoid are." There were no cultures taken and the tissue was never explanted. The pt was discharged on (B)(6) 2010 with slowly resolving cellulitis.